Event description:
It was reported that the patient was in sinus bradycardia with normal conduction. It was noted that the atrial capture threshold was above what the device was programmed for resulting in non capture and several automode switching (ams) episodes. Programming changes were made to ensure atrial pacing and capture was present when pacing. The patient was unaware of the inappropriate ams and was stable before, during and after the session.

Event description:
New information received notes the right atrial (ra) lead was capped (B)(6) 2025 and replaced. The patient was stable before, during and after the procedure.